Manufacturer narrative:
It was reported that upon deploying the first stent (est810f), the user was pushing forward on the handle instead of pulling back on the handle. The handle was pulled back, but resistance was felt and the stent wouldn't deploy. As a result of analysis of returned device, outer sheath was detached and stent was returned in state of partially deployed. Deployment was tried without pressure, and, very strong resistance occurred, but it was gradually deployed, resulted in deployment success. After deploying, it is observed that the inner sheath near the yellow marker was agglomerated in state of stretched and kinked. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the description, which was written that "the user was pushing forward on the handle instead of pulling back on the handle", and the observed stretched inner sheath, it is assumed that the user was pushing forward on the y-connector in state of the fixed pusher. As a result, excessive tensile force was applied to the inner sheath, and it was somewhat stretched. And then, the user was tried to deploy normally, but the sheath was deformed already, so the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. Through the user manual by taewoong, it is stated that "to begin stent deployment, immobilize the hub in one hand and grasp the y-connector with the other hand. Gently slide the y-connector back along the pusher towards the hub." This complaint is assumed that it was malfunction for device due to user's mistake, there will be continued to monitor the same or similar customer complaints.

Event description:
Upon deploying the first stent (est810f), the user was pushing forward on the handle instead of pulling back on the handle. The handle was pulled back, but resistance was felt and the stent wouldn't deploy. The device was removed from the patient.